Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device delivered inappropriate therapy for fine atrial fibrillation (afib). Intermittent right atrial (ra) undersensing was observed. Ra lead impedance and threshold measurements were stable and within acceptable limits. The device sensitivity was reprogrammed. To date, no adverse patient effects were reported with this clinical observation.